Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device could not be successfully interrogated and did not generate tones during magnet application.